Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's passing. No lot release records were reviewed, as the product lot number was not provided.

Event description:
An email was received from an unconfirmed customer alleging, " family friend few weeks ago that had died of an overdose of insulin from omnipod." Three attempts to follow up with the customer were completed but no new information became available. If new information becomes available we will reopen and supplement this file.